Event description:
It was reported the customer was in the hypoglycemic coma. Customer's blood glucose level was 0.50 mmol/l. The device needs to be analyzed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored for 24 hours with multiple basal rates. No blank display or damage inside pump noted. The device did function properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, an error test and the entire operating current test were normal. No cosmetic damage noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.